Event description:
It was reported to boston scientific corporation that an advantage sling system was implanted on (B)(6) 2014 for the treatment of pelvic pain, dysmenorrhea, endometriosis, irregular periods, menorrhagia, urinary tract infection, stress incontinence. As reported by the patient's attorney, after the device was implanted, the patient began to experience severe complications related to the implant. On or around (B)(6) 2014, she experienced a different type of pelvic pain that went from her left and right lower quadrant, making her left groin area the most painful. Around (B)(6) 2020, she was diagnosed of acute vaginitis and pelvic, perineal and vaginal pain. On (B)(6) 2020, she had to undergo a transvaginal exploration and excision of mesh, suprapubic exploration, excision of mesh for a complete total removal of mesh and cystoscopy. The patient continued to experience complications related to the implant, specifically, exposed mesh. Additionally, she reported, as a result of the implant, having experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial and economic loss and other damages.

Manufacturer narrative:
Exact date unknown, onset of event occurred around (B)(6) 2014. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).

Manufacturer narrative:
Additional information: blocks b5, b6, b7, e1, h6 patient codes. Block b3: exact date unknown, onset of event occurred around august 2014. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Mesh excision performed by dr. (B)(6). Block h6: patient codes e2330, e2006, e2326, e1405, e1002 capture the reportable events pelvic/perineal/vaginal pain, mesh extrusion, vaginitis, dyspareunia and abdominal pain impact codes f19, f12, f23, f1903 capture the reportable events of required surgical and medical intervention, sustained permanent injury and mental and physical pain and suffering, and device explantation.

Event description:
It was reported to boston scientific corporation that an advantage sling system was implanted on (B)(6) 2014 for the treatment of pelvic pain, dysmenorrhea, endometriosis, irregular periods, menorrhagia, urinary tract infection, stress incontinence. As reported by the patient's attorney, after the device was implanted, the patient began to experience severe complications related to the implant. On or around (B)(6) 2014, she experienced a different type of pelvic pain that went from her left and right lower quadrant, making her left groin area the most painful. Around (B)(6) 2020, she was diagnosed of acute vaginitis and pelvic, perineal and vaginal pain. On (B)(6) 2020, she had to undergo a transvaginal exploration and excision of mesh, suprapubic exploration, excision of mesh for a complete total removal of mesh and cystoscopy. The patient continued to experience complications related to the implant, specifically, exposed mesh. Additionally, she reported, as a result of the implant, having experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial and economic loss and other damages. Additional information received on october 4, 2022. On (B)(6) 2020, the patient came in for physical examination. She complained of pelvic and vaginal pain following the mesh placement in 2014 at the time of her hysterectomy. She did have some leakage. She also admitted to having some pelvic pain prior to that surgery, however, 2 to 3 months later she started to get a different type of pelvic pain that she described as a pain that goes from her left or right lower quadrant. She had the most pain in her left groin area. She also complained of dyspareunia and some vaginal pressure. Physical exam demonstrated some pain to palpation of the mesh to the right side of the urethra. There was no erosion, but there was some whitish vaginal discharge noted. Assessment: pelvic pain. Abdominal pain. Dyspareunia in female. Vaginal pain. Acute vaginitis. On (B)(6) 2020, she underwent transvaginal exploration and excision of mesh, suprapubic exploration and excision of mesh for complete total removal of mesh and cystoscopy for the diagnoses of acute vaginitis and pelvic and perineal pain. During the procedure, it was apparent on the implanted mesh that the right side was more lateral and inferior than the left. The procedure was tolerated well without complications.

Manufacturer narrative:
Additional information: blocks a2 (patient's date of birth), d1, d4, e1, e3, g1, g4, h2, h4 and h10. Block b3: exact date unknown, onset of event occurred around august 2014. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Mesh excision performed by dr. (B)(6). Block h6: patient codes e2330, e2006, e2326, e1405, e1002 capture the reportable events pelvic/perineal/vaginal pain, mesh extrusion, vaginitis, dyspareunia and abdominal pain impact codes f19, f12, f23, f1903 capture the reportable events of required surgical and medical intervention, sustained permanent injury and mental and physical pain and suffering, and device explantation. Additional information received on july 3, 2023: blocks d4, h4: updated with upn and lot number information. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Mesh excision performed by dr. (B)(6).

Event description:
It was reported to boston scientific corporation that an advantage sling system was implanted on (B)(6) 2014 for the treatment of pelvic pain, dysmenorrhea, endometriosis, irregular periods, menorrhagia, urinary tract infection, stress incontinence. As reported by the patient's attorney, after the device was implanted, the patient began to experience severe complications related to the implant. On or around august 2014, she experienced a different type of pelvic pain that went from her left and right lower quadrant, making her left groin area the most painful. Around (B)(6) 2020, she was diagnosed of acute vaginitis and pelvic, perineal and vaginal pain. On (B)(6) 2020, she had to undergo a transvaginal exploration and excision of mesh, suprapubic exploration, excision of mesh for a complete total removal of mesh and cystoscopy. The patient continued to experience complications related to the implant, specifically, exposed mesh. Additionally, she reported, as a result of the implant, having experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial and economic loss and other damages. --- additional information received on october 4, 2022 --- on (B)(6) 2020, the patient came in for physical examination. She complained of pelvic and vaginal pain following the mesh placement in 2014 at the time of her hysterectomy. She did have some leakage. She also admitted to having some pelvic pain prior to that surgery, however, 2 to 3 months later she started to get a different type of pelvic pain that she described as a pain that goes from her left or right lower quadrant. She had the most pain in her left groin area. She also complained of dyspareunia and some vaginal pressure. Physical exam demonstrated some pain to palpation of the mesh to the right side of the urethra. There was no erosion, but there was some whitish vaginal discharge noted. Assessment: pelvic pain. Abdominal pain. Dyspareunia in female. Vaginal pain. Acute vaginitis. On (B)(6) 2020, she underwent transvaginal exploration and excision of mesh, suprapubic exploration and excision of mesh for complete total removal of mesh and cystoscopy for the diagnoses of acute vaginitis and pelvic and perineal pain. During the procedure, it was apparent on the implanted mesh that the right side was more lateral and inferior than the left. The procedure was tolerated well without complications.